Event description:
It was reported that shaft break occurred. The greater than 60% stenosed target lesion was located in the severely tortuous and moderately calcified circumflex artery. A 2.50mm x 12mm emerge balloon catheter was advanced but failed to cross the lesion. However, upon removal, the proximal segment of the shaft separated approximately 15-20 cm from the inflation port. Both sections of the balloon were removed, and the procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The greater than 60% stenosed target lesion was located in the severely tortuous and moderately calcified circumflex artery. A 2.50mm x 12mm emerge balloon catheter was advanced but failed to cross the lesion. However, upon removal, the proximal segment of the shaft separated approximately 15-20 cm from the inflation port. Both sections of the balloon were removed, and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter: updated information.